Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's stimulation had been too strong and was not covering all painful areas. The original pain pattern was for low back and bilateral legs with the left side being worse then the right side. The stimulation in the lower back has never been effective. Reprogramming resolved the issue temporarily, however the stimulation had changed and was strong again. Additional reprogramming was not able to get consistent coverage in the leg. The stimulation would aggravate her tailbone or go directly to the ribs and abdomen. The pt was advised to consult with the physician. X-rays were requested to check for lead migration.